Event description:
The sales representative reported on behalf of the customer, that plp2520, elite surgical smoke evac pencil,7/8" (22mm),15ft. (4.6m) was being used on 27jul24 during an unknown procedure when it was reported "the buttons of a smoke pencil got stuck, therefore keeping the energy on and ultimately burning the patient. At this time, I don¿t have further details but will follow-up tomorrow once I am able to connect with the customer.¿. Further assessment was attempted but to date no further information is available. This report is being raised on the reported injury due to an unknown degree of burn.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that plp2520, elite surgical smoke evac pencil,7/8" (22mm),15ft. (4.6m) was being used on (B)(6) 2024 during an unknown procedure when it was reported "the buttons of a smoke pencil got stuck, therefore keeping the energy on and ultimately burning the patient. At this time, I don¿t have further details but will follow-up tomorrow once I am able to connect with the customer.¿. Further assessment was attempted but to date no further information is available. This report is being raised on the reported injury due to an unknown degree of burn.